Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: encoder flex found out of specification. The ring found bent. Upper case, lower case, two side bail covers, and battery drawer found broken.

Event description:
The external pulse generator was returned to the manufacturer due to recall, analyzed and subsequently tested out of specification. No patient involvement or complications were reported.